Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Correct d7a, updated to cs300. A getinge field service engineer (fse) was dispatched and was unable to duplicate the reported issue during onsite evaluation. As a precaution, the ECG trunk cable was removed and replaced. A full system checkout was performed, and the unit passed all functional and safety tests per factory specifications. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the ECG of intra-aortic balloon pump (iabp) were not working. There was no harm reported.